Manufacturer narrative:
(B)(4). Additional pro-codes: hrs, jds. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. Investigation summary:product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: distal humeral fracture reduced and va dorsolateral plate placed well. Titanium cortex screw applied (2/3rd screw?). Angulation of the screw seemed normal and the tightening of the screw was no more than usual. Screw head snapped off. Discussed option to remove however due to not having an extraction reamer and additional time/complications added to operation, opted to use a locking screw above broken screw and leave the broken shaft within bone. Broken screw was deemed not in a position to cause problems. This report is 1 of 1 for pc-(B)(4).

Event description:
Updated concomitant devices reported: plate (part # 04.117.204s, lot # l249678, quantity # 1), unknown screws (part # unknown, lot # unknown, quantity # unknown).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.